Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description. The device¿s logs have not been available for further evaluation. There was no patient involvement. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. The customer repairs the device himself, hence there was no on-site visit by our technician and no further troubleshooting was done and no estimate has been made. The solution to the issue is unknown and is not possible to know which parts have been found defective. The root cause to the reported issue has not been determined. Type of investigation: 4117.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).